Manufacturer narrative:
During preventative maintenance (pm), the thermogard xp ivtm system (sn (B)(6) intermittently alarmed and the display stays black. The root cause of the issue was due to a failure of the power supply. The thermogard console failed the functional testing. Every second time when the device is switched on, the system alarms and the display stays black. The power supply was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During preventative maintenance (pm), the thermogard xp ivtm system (sn (B)(6) intermittently alarmed and the display stays black. No patient involvement.